Event description:
The customer was hospitalized for dka. The customer indicated that the pump alarmed and bgs were high. The customer informed that the set was changed due to the alarms, but the alarms continued. Troubleshooting was performed. The programming and histories on the pump were accurate.